Event description:
Related manufacturer report number: 2916596-2021-06331. It was reported that the patient had slight slurred speech on (B)(6) 2021. The patient underwent a head computed tomography(CT). This indicated a basilar artery embolic stroke. A thrombectomy was performed. The patient underwent serial head cts every 12 hours to monitor. An echocardiogram was done and showed a clot in the right atrial appendage and right ventricle. Suspecting an outflow graft clot as well. The pump parameters were as expected. There was a suspected underlying coagulopathy. There were no previous history of stroke. The patient was taken back to the operating room to evacuate clots in the right atrium and right ventricle. The patient underwent a pump exchange since a clot in the pump could not be ruled out. There was a clot visible in the outflow graft. After the exchange, on (B)(6) 2021, the patient passed away due to removal of support. The patient had a preexisting medical familial condition (i.e. Clotting disorder).

Manufacturer narrative:
The embolic stroke and blood clot are reporting against the patient's first pump in MFR report #2916596-2021-06331. This report covers the patient death on the second pump. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to the removal of support. The event was not considered to be device or therapy related as the patient had a clotting disorder which was found to be a pre-existing medical, familial condition. It was also reported that heartmate 3 lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.